Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an alert for sensing feature not fully optimized. The patient was followed up at the hospital and auto set up was performed and the device reprogrammed. Later on, the patient was shocked, and the field representative was concerned about oversensing. Technical services (ts) indicated to consider programming to primary and reevaluate in six weeks as the device exhibited oversensing and delivered two inappropriate shocks. This electrode in service and no adverse patient effects were reported.